Event description:
It was reported that the physician noticed the helix of the lead appeared to be bent as it was being inserted during the implant procedure. The lead was not used and a different lead was implanted in the right atrium. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. Analysis found the helix/lobe was distorted/bent. Blood was noted in/on the helix/lobe mechanism and the lead appeared damaged at implant.